Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by stopping pump usage and relying on manual insulin delivery. Additional assistance was not necessary.